Event description:
It was reported that during an orthopedic procedure, the drill bit fractured when it contacted another screw or a k-wire while drilling the proximal screw hole using a drill guide, resulting in a retained fragment. Intra-operatively, approximately the top 2¿3 centimeters of the drill bit remained inside the body and could not be retrieved. Based on the surgeon¿s judgment, the fragment was left in situ and the wound was closed. The patient had a retained drill bit fragment left in situ; no further intervention was performed at that time. Diligence is completed and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.